Manufacturer narrative:
Block b3: exact date unknown, event occurred following a fall in 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 1091376.

Event description:
It was reported that the patient was no longer receiving adequate pain relief after a fall that caused an increase in pain. The patient underwent an explant procedure.